Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter stopped powering on, on (B)(6) 2017. The patient manages his diabetes with oral medication of metformin, diet and/or exercise. He reported that he paid attention to what he was eating and took less food/drink following the start of the alleged issue. He reported that later on (B)(6) 2017, he began feeling ¿shaky and light headed¿. He denied receiving any treatment for his symptoms above and beyond his normal diabetes care and management routine. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The cca confirmed that the patient was using correct onetouch ultra test strips; however, the meter would not turn on when a test strip was inserted or when the power button was pressed. Based on the information provided, the meter¿s battery did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Shaky and light headed, after the alleged product issue began.